Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in poland. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that device exploded in their hand during use. No serious injury was reported, the case is being conservatively interpreted.